Event description:
During an in clinic follow up, loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and the lv lead was found to be dislodged. The lv lead was explanted and replaced to resolve this event. The patient was stable.